Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch was not connecting. Upon functional testing, the fse identified the status of the wi-fi (led) indicator on the wireless footswitch was solid red, the color of the battery indicator was green and confirmed the problem with the wireless connection. The part analysis for both the wireless footswitch and base station were performed but it didn¿t conclusively determine the actual cause however, the replacement of the wireless footswitch and the base station by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch was not connecting. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.